Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she needs an MRI for her back as her back pain has worsened since she was implanted with the scs system. The patient states that the pain has now spread down into her leg and her leg is giving out. The patient has been unable to connect to the ins due to poor coupling or charge it since implant. A couple weeks after the implant she met with a rep and the ins was reported to be dead at that time. It was noted that the manufacturing representative (rep) was able to obtain good coupling because of the angle they were accessing the implant but she was unable to do this. The patient notified their health care provider that it was no necessary to have the implant if they couldn¿t charge themselves. The health care provider scheduled a revision and replacement surgery for (B)(6) 2017. The patient will have a non rechargeable ins implanted at that time. The patient needs an MRI but the battery is dead and they are seeing the poor communication screen on the patient programmer and the reposition screen on the insr (recharger). The patient was instructed to follow up with their health care provider for a suspected od. It was noted that the patient would be unable to receive a pmr and put the device into MRI mode prior to the MRI which would be occurring tonight. It was recommended to have the health care provider fill out a MRI eligibility sheet. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.